Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replace due to becoming inoperable.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been 3283 instead of 2885 in the initial report. This correction is reflected in this additional report 1.